Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The device was prepared without issued, but when the dilator was removed a constant flow of blood was observed on the sheath valve. The leak did not cease after connecting to the sheath to saline flush line. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking through the tear on the outer valve.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The device was prepared without issued, but when the dilator was removed a constant flow of blood was observed on the sheath valve. The leak did not cease after connecting to the sheath to saline flush line. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.